Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4). The following results were obtained: the initial result at 12:51 a.m. Was 34 mg/dl. The patient was re-tested 3 times at 12:53 a.m., 12:55 a.m. And 12:56 a.m. With results of 20 mg/dl, 115 mg/dl and 118 mg/dl respectively. No laboratory testing was performed.